Event description:
Information was received indicating that a disposable alarm was noted with a smiths medical cadd cassette reservoir. Subsequently, the cassette was changed and infusion of veletri was restarted. No adverse effects were reported.